Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure the device failed. Another like device was used. Upon evaluation, it was found the blade did not rotate.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was received in a condition which does not meet specification.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.